Manufacturer narrative:
H3 other text : the customer refused service or repair.

Event description:
It was reported to philips the device pacer test failed. There was no patient involvement.

Event description:
It was reported to philips the device pacer test failed. There was no patient involvement.